Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between (B)(6) 2026. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Data was provided for investigation. The allegation was confirmed due to the finding of signal loss over one hour frequently within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.